Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, at the regular follow-up measurement on (B)(6) 2023, the battery status was impedance: 1.53 ko, time to rrt: 1 year 10 months (minimum 16 months). The battery status at the last follow-up on (B)(6) 2021 was impedance: 0.66 ko, time to rrt: >5 years. The pacing rate has not changed from the time of the last check to today, and the setting parameters have not been changed.